Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra valve, a balloon rupture occurred after the valve was fully deployed and the balloon was up for about 3 seconds. Blood was seen in the syringe. The medical team tried to pull the balloon back into the sheath on the ipsilateral side. They were able to get the nosecone inside the sheath, but there was a lot of resistance, and it was obvious that the balloon was balling up, and the distal tip of the sheath was expanding, so the medical team left the balloon and nose cone just inside the tip of the sheath. The team decided that a cut down was going to be necessary with a surgical removal of the commander and sheath. Before cutting down, they placed an 8mm peripheral balloon into the right external iliac with a contralateral left femoral artery approach. They inflated the balloon under fluoroscopy to get occlusion. Then they proceeded with a surgical cut down to remove the sheath and commander under direct visualization. They repaired the common femoral artery (cfa), and the patient left the room in stable condition. The end of the sheath was deformed and expanded. There was a horizontal tear in the balloon, and the distal end of the balloon deformed into a large ball. The patient's right cfa was injured, requiring a surgical repair. The perceived root cause of the event was that a piece of calcium likely ruptured the balloon during deployment. During withdrawal, the device was getting caught at the distal tip. The delivery system was coaxially aligned upon re-entry into the distal end of the sheath. The flex tip was at the triple marker, and the delivery system was completely unflexed during withdrawal. After removal, the sheath was wrinkled up at the end and beginning to split. No other edwards devices were damaged during the case.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per review of imagery provided, the balloon burst radially and longitudinally and bunched up on nose tip. Per patient imagery, calcification and tortuosity were present in the patient's access vessels and calcification was present in the landing zone. In this case balloon burst was confirmed based on the customer provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event, as event stated that ''the perceived root cause of the event was that a piece of calcium likely ruptured the balloon during deployment''. Also, patient imagery showed calcification was present in landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported an extra 1 cc of volume was added to the balloon prior to inflation. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.